Event description:
A surgeon reports that a pt sees starbursts at night since receiving an intraocular lens (iol) implant. The pt's vision one day post-op was 20/25 and is now 20/20 uncorrected. The lens is in the capsular bag. The pt suffers from dry eye. Additional info has been requested.

Event description:
The surgeon provided additional info. About three months after cataract surgery with intraocular lens implant, the patient reported experiencing glare(sunburst effect) and stated that she could see the edge of the lens. The patient identified symptoms for the 1st time in 08/2002. However, the patient states she has not been able to drive since her surgery. The patient has been treated with pilocarpine and antirefective transmissions glasses. Larger pupils, a possible forceps impression on the lens, and dry eye have all ben indentified/questioned as possible contributing factors.